Event description:
Allegations of atypical connective tissue disease, atypical rheumatic syndrome, sjorgren's syndrome, nonspecific auto-immune condition, persistent low-grade fever, night sweats, chronic inflammatory response, breast infections, disfigurement, impairment of the immune sys, complex surgical procedures, scar tissue capsulation, auto-immune disease, human adjuvant disease, anxiety, depression, psychological and physiological sequel, silicone toxic syndrome and silicone implants disease.